Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR), for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report review, for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher five times. The last repair was august 25, 2017 where it was reported that the device was producing an incomplete mesh closest to the gears and the gears and shoulder bolts were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated the 1.5:1 cutter. Zimmer biomet surgical has previously repaired/evaluated the 2:1 cutter five times. The cutter was returned with mesher on august 25, 2017. Initial qa inspection of the skin graft mesher revealed that the comb, roller, roller gear, and side plates were all damaged. The pretest could not be performed due to the damaged parts. The 1.5:1 ratio cutter and the 2:1 ratio cutter both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection both butters failed to produce a passing sample mesh. The root cause of the incomplete mesh was due to the damaged cutters. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device gave an incomplete mesh during a cadaver lab procedure. No adverse events have been reported as a result of this malfunction.